Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that the 1.7mm cable with crimp 750mm cable plate 3 cables broke while being tensioned. There were no reports of surgical delay or patient harm. This is 4 of 7 reports for (B)(4).

Manufacturer narrative:
Initial MDR, MFR# 2520274-2014-15573 was filed in error. Upon further review this is a non-reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. There is no report of serious deterioration, added intervention, significantly extended surgical time or retained fragmentation from material unintended for implant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.